Manufacturer narrative:
The reported device, intended for use in treatment, was received for independent evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed and no deficiencies were observed. A functional evaluation revealed that the device did not switch to live video, the color bars were displayed. The complaint has been confirmed and the root cause has been associated with an electrical component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a failed image sensor or internal damage to the connector. A review of the device history record showed there were no indications to suggest the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the camera head was not working. No case involved. Results of investigation have concluded that the device did not switch to live video which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.